Manufacturer narrative:
(B)(4). D4: batch #t5c914. Investigation summary: the analysis results showed that one ecr60w cartridge reload was returned unfired with the cartridge pan partially dislodged from left proximal side. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, before used on the patient, cartridge pan separation was noted after packaging was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.